Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 17.1 mmol/l with increased thirst related to a call service 012 occurring during a bolus. The reporter indicated that the bolus given for the meal was not present in the pump history related to the call service 012 occurring. The reported blood glucose does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-product analysis:the device was returned and evaluated by product analysis on 08/26/2015 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related call-service alarms. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.